Event description:
It was reported that within 10 minutes of use with one unit of a polyflux 170h, the patient experienced chest tightness, shortness of breath, vomiting and decreased blood pressure. The patient was given oxygen (4l/min), dexamethasone (10mg) and high glucose (40ml) for the events. The dialyzer was replaced. At the time of this report, the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information has been added to h6 and h10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; however two pictures were provided. The visual inspection of the two provided photos showed only the product label and the packaging label. The reported condition could not be verified based on lack of actual sample. Should additional relevant information become available, a supplemental report will be submitted.